Event description:
It was reported that the customer experienced an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to perform a pump reset, and after the reset, the issue did not recur, allowing the customer to successfully start their sensor session.